Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge was not requested to evaluate the iabp in connection with this event. However, the customer advised that the safety disk was replaced and the iabp was cleared for clinical use. (B)(6).

Event description:
Customer reported that while performing running normal tests on the cs100 intra-aortic balloon pump (iabp), the standard safety disk test failed, and the pressure test difference was out of range. No patient involvement or adverse event was reported.

Manufacturer narrative:
Correction: our business unit in china has advised that the iabp was evaluated by our service agent company who replaced the safety disk, performed all functional and safety tests to factory specifications and subsequently cleared the iabp for clinical use.

Event description:
Customer reported that while performing running normal tests on the cs100 intra-aortic balloon pump (iabp), the standard safety disk test failed, and the pressure test difference was out of range. No patient involvement or adverse event was reported.